Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a distorted display was confirmed by baxter personnel. The root cause was assigned to faulty main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of a distorted display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.